Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in a 76-year-old male patient presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During impella cp support, the patient's urine was noted to be red-tinged, raising concern for hemolysis. Laboratory testing demonstrated a plasma-free hemoglobin (pfhgb) level of 50 mg/dl. An echocardiogram was obtained, which confirmed the impella cp was positioned at 3.5 cm. The patient required escalation of therapy. Following escalation, hemolysis resolved, with urine color returning to yellow and urine output increasing to approximately 30 cc/hr. The patient survived to impella cp explant and subsequently underwent escalation of therapy to an impella 5.5. Hemolysis is a known potential risk associated with impella support and may be influenced by patient-specific factors, underlying cardiogenic shock, and hemodynamic conditions.

Manufacturer narrative:
Additional information was received. Medical intervention was not required because the patient was taken down shortly after and the impella cp pump was exchanged out for an impella 5.5. The patient has not experience hemolysis since. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Intervention done was: pump escalation from a cp to a 5.5.

Manufacturer narrative:
B5 updated. F1905 added to h6. The investigation is still ongoing.

Event description:
Additional information has been provided: "the pump was discarded and is not available for return. The team escalated support to an impella 5.5, after which the hemolysis fully resolved. There were no further signs of hemolysis following the device exchange."

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue was not determined, since the clinical information was not sufficient to confirm that positioning was appropriate during the time of hemolysis, and there is no returned product or data logs available for investigation.